Event description:
It was reported that during a shoulder arthroscopy, the tip of this cannula broke off in the pt. The surgeon attempted to retrieve the tip, but had difficulty visualizing it and believes it may have been flushed out. There was no reported injury nor significant delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: to date this product has not been received for eval. A follow-up report will be sent once the product is received and an investigation is completed.